Event description:
It was reported the patient presented for implant procedure. During surgery, it was discovered the guidewire could not be advanced through the lead. The physician elected to complete the procedure with a different lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to advance stylet was confirmed. A complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. X-ray examination found the inner coil was damaged/ broken at the connector region consistent with procedural damage. Unable to test the stylet insertion/ removal due to the damaged inner coil. The cause of the reported event was due to damaged inner coil consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.